Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post paced t-wave oversensing was noted. Technical support was contacted and reprogramming is anticipated at patient's next follow-up. The patient was in stable condition.